Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was hard to push on the insulin pump. The customer's blood glucose was 402 mg/dl. Customer stated they did not perform a correction with the insulin pump. The customer could not recall any significant events leading to the keypad issues. Customer also reported a blood glucose of 325 mg/dl. Customer was able to verify that the time was advancing on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened escape and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.